Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00053.

Event description:
It was reported that the tips of two screw inserters fractured off during screw installation within surgery. The tips were unable to be removed from the screw heads, so they remain implanted. There were no reported patient impacts as a result of the retained fragments. This is report one of two for this event.

Event description:
It was reported that the tips of two screw inserters fractured off during screw installation within surgery. The tips were unable to be removed from the screw heads, so they remain implanted. There were no reported patient impacts as a result of the retained fragments. This is report one of two for this event.

Manufacturer narrative:
Additional information: (methods, results, and conclusions) - the returned driver was examined and found to have fractured at the tip. The cause of this event can likely be attributed to an off-axis applied force during the procedure and/or repetitive uses. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tips of two screw inserters fractured off during screw installation within surgery. The tips were unable to be removed from the screw heads, so they remain implanted. There were no reported patient impacts as a result of the retained fragments. This is report one of two for this event.